Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator had episodes of oversensing and undersensing. There was also crosstalk observed. No intervention was performed. The patient would be seen in clinic.

Event description:
New information noted that the patient presented in clinic on february 26th, 2021 and programming changes were made to resolve the issue. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.